Manufacturer narrative:
Method: the product was not returned for an evaluation and investigation. At this time the device history record is currently in progress for the reported lot number received. Results: there are no results available since there was no evaluation performed. The lot met all manufacturing specifications prior to release. The information contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the u.s. Food and drug administration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit served on I-flow or the threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation.

Event description:
Drug/diluent: 0.5% marcaine. Fill volume: not provided. Flow rate: unknown. Procedure: left shoulder bankart repair. Cathplace: not provided. This patient alleged post arthroscopic glenohumeral chondrolysis associated with painbuster 100ml, 2ml/hr. Patient had left shoulder bankart repair on (B)(6) 2003.